Manufacturer narrative:
(B)(4). Method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Event description:
After 1-2 seconds of use the surgeon noticed a change in color of the tip of blade. Surgeon removed device from patient's mouth and upon further inspection, a flame was noticed upon activation. There was no injury to patient.

Event description:
After 1-2 seconds of use the surgeon noticed a change in color of the tip of blade. Surgeon removed device from patient's mouth and upon further inspection a flame was noticed upon activation. There was no injury to patient.

Manufacturer narrative:
Product event # (B)(4). Investigation plan: visual functional-attempt to repeat. Device lot 58213 and description matches gch. Device returned with original packaging inside a plastic bag. Product shipped in generic shipping box. Pulsar 2 generator eqp# (B)(4), calibration 9/11/2012, due 9/2013, testing performed: visual: definite breakdown in plastic and tip coating: functional the pulsar 2 generator with eeprom disabler was used to test device functionality. Without the disabler, the generator gave the e5 error. Saw tip get red hot and see and smell smoke. Investigation conclusion: a relationship exists between the reported incident and the device. Plastic appears to have broken down and the tip ignition was able to be repeated. Incident likely cause by oxygen rich envrionment in which the device was utilized or failure to clean the device tip in accordance with instructions for use. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.